Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter lh 780 hematology analyzer failed to provide a blast flag for a single patient specimen run on four (4) different lh780 instruments. This report documents the patient results generated on the lh780 instrument - serial number (B)(4). The presence of 2% blasts cells were confirmed by manual slide review. Each instrument generated a suspect flag for differential parameters. Review of the data provided, showed erratically low lymphocytes (ly%) and high neutrophils (ne%) differential recovery. The erroneous results were reported out of the laboratory. There was no death, injury or affect to patient treatment as a result of this event.

Manufacturer narrative:
The specimen was collected in 5cc vacutainer tubes, stored at room temperature, and processed within 2 hours of specimen collection. Controls were run before and after the event; qc was performing within specifications with respect to controls. Per the customer complaint record, the flagging sensitivity of the instrument was set such that blast is set at high. The root cause for the lh780 instrument not generating a blast flag for this specimen is that the specimens neutrophil and monocyte populations are not severely elongated to set blast flags. The instrument generated a differential suspect flag that alerts the operator to further review specimen. Service was not dispatched for this event. Per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on your patient population. Beckman coulter inc. Recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. There may be situations where the presence of rare events may fail to trigger a suspect message. This report is related to the following mdrs that are being reported on different instruments for similar events that occurred at this customer site: 1061932-2011-01687, 1061932-2011-01689, 1061932-2011-01691.